Event description:
Boston scientific received information that the patient presented to the emergency room with a high heart rate, pain and syncope. Upon interrogation it was noted that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements and oversensing of noise was seen on the electrogram. The device was temporarily programmed to monitor only when the field representative discussed a course of action with the emergency room physician. A lead fracture was suspected. Subsequently a revision procedure was performed by another manufacturer's field representative. The boston scientific field representative was informed by a nurse who attended the procedure that the header was disengaged from the device. It was indicated that a fracture was not seen on fluoroscopy. The device was explanted and the rv lead was surgically abandoned. The field representative also noted that the patient is a boxer and the nurse stated the device was difficult to explant due to the patient's muscular build. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that only the proximal segment of the lead was returned and it was severed at 130 mm from the terminal pin. Set screw marks were noted on the is-1 terminal towards the end, it was determined that the lead was inserted in the header enough to have appropriate connection. Blood and body fluid were noted on the terminal pin and in the rate sense lumen. No fractures were noted on the returned lead segment. The returned segment of the lead passed electrical testing.

Manufacturer narrative:
A portion of this product has been received for analysis. This report will be updated upon completion of analysis.